Event description:
A malfunction was reported with the pump displaying malf 1, and the customer reset the pump themselves. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the malfunctioning pump and advised the customer on steps to take upon receiving the replacement. The customer will continue using the current pump and has multiple daily injections as a backup in case of future malfunctions.